Event description:
The manufacturer received information alleging when the unit was being checked in the sales office in active circuit setting, a ventilator service required alarm occurred while the device was in standby mode and was not duplicated when passive circuit was selected. There was no harm or injury reported. The device was not in patient use. The customer's complaint was not duplicated. However, during the evaluation of the device at the manufacturer's service center, "service required" error codes were found in the ventilator's downloaded event log. The device's system board and proportional valve and 3-way solenoid valve were replaced to address the issues. Additionally, not related to the issue the device's inline proximal filter was replaced due to contamination and the software version was upgraded to 1.06.10.00 from 1.06.06.00.